Event description:
Voluntary medwatch form rec'd via cdrh that states "taped end of filter leaked. Set is re-usable for 3 days, problem occurred on 2nd day of use." Customer contact reports leak occurred during outpatient administration of antibiotic therapy. Amount of leakage unspecified. There was no pt harm or adverse effect reported. Incident resolved by a tubing change. No further specific info recalled by customer source.